Event description:
It was reported by the sales rep that " upon positioning of the intraclude aortic device, icf100 device, the balloon was inflated and occlusion was attained. Antegrade cardioplege was started and unable to deliver due to high line pressures. Retrograde was started with the pr9 device and delivery was good, the root vent however did not work during delivery of retrograde and second attempt of antegrade cardioplege was unsuccessful. Upon inspection of the icf100 device we noticed a kink in the end of the icf100 catheter by the hub. Thinking this was the reason for failure of antegrade delivery the surgeon continued the surgery using retrograde. After the procedure was complete the surgeon deflated the balloon and the root vent started working again. At this time it was discussed that it was probably positioning of the icf that was the problem. The procedure went well, little blood in the field, no harm to patient."

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub. No other defects or damage were found upon visual inspection of the device. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed.water flowed through the cardioplegia lumen & the pressure lumen flow without difficulty. The returned device was functional. All lumens were found to be patent when the device was held in its intended position. The complaint that the customer experienced venting difficulties and flow difficulties could not be confirmed. The returned device was patent with no occlusion noted. It is most likely that the experience was caused by damage to the device during use. Review of manufacturing procedures has revealed that proper process controls are in place to prevent any product from being distributed with the damage exhibited and to ensure all distributed product meets design specifications, specifically kink resistance. The root cause of the report that the customer experienced venting difficulty and restricted flow can be related to the kink below the overmold hub of the device. The root cause of the kinking cannot be determined from the available information. However, it is most likely related to user handling of the device during the procedure or prep. No confirmed manufacturing non conformance. Complaints trends are in control. There will be no CAPA or pra initiated. Risk control measures and IFU remain appropriate. Trends will continue to be monitored through the edwards quality system.